Event description:
A customer reported receiving lower readings from the adc device compared to the built-in meter. The customer experienced a loss of consciousness and fell down. Upon regaining consciousness, the customer reported they ate honey provided by their spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Watermark was observed at the base of the tail indicating the sensor was properly inserted. Data was successfully extracted from the returned sensor using approve software. The sensor data was reviewed and signal low error message along with a drop in glucose/ temp values and were observed, indicating that the user removed the sensor early. The sensor was de-cased and visual inspection has been performed, no issue were observed. This issue is not confirmed to early sensor removal. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving lower readings from the adc device compared to the built-in meter. The customer experienced a loss of consciousness and fell down. Upon regaining consciousness, the customer reported they ate honey provided by their spouse. There was no report of death or permanent injury associated with this event.